Event description:
Procedure: unk. Reportedly, during the procedure little particles of the seal broke off of the seal adapter. These particles fell into the surgical site. The pieces were discovered and removed from the site. Another seal was used to complete the procedure and there was no patient injury reported.